Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within four months of implant, there was a change in r wave amplitude and the threshold was noted to be elevated on the right ventricular lead. The lead was suspected to have dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.